Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. D10 therapy date is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient¿s ipg reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted to address the issue. No new device was implanted due to lead issue reported under related manufacturer reference number: 1627487-2024-00707 and 1627487-2024-00708.